Manufacturer narrative:
Additional information: product long description; product code, common device name; d4 catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding pain, disassociated head and broken trunnion of the femoral stem involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as clear copies of primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are needed to complete the assessment. -product history review: a review of the product history review indicated the devices were accepted into final stock. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Further information such as clear copies of primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are needed to complete the assessment. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that the plaintiff allegedly underwent a left total hip replacement on (B)(6) 2004 where he was implanted with a stryker accolade hip and lfit v40 femoral head. It is further alleged that on (B)(6) 2015 the patient was walking and felt a "pop" and an "instant onset of pain". Further tests at the hospital revealed "significant amounts of metallosis" and "metal staining of all of the capsule as well as the posterior tissue". X-rays of the left hip showed a "broken trunnion of the femoral stem" and "disassociation of the head". As a result, the plaintiff was forced to have the components of the hip including the stem and femoral head surgically removed.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that the plaintiff allegedly underwent a left total hip replacement on (B)(6) 2004 where he was implanted with a stryker accolade hip and lfit v40 femoral head. It is further alleged that on (B)(6) 2015 the patient was walking and felt a "pop" and an "instant onset of pain". Further tests at the hospital revealed "significant amounts of metallosis" and "metal staining of all of the capsule as well as the posterior tissue". X-rays of the left hip showed a "broken trunnion of the femoral stem" and "disassociation of the head". As a result, the plaintiff was forced to have the components of the hip including the stem and femoral head surgically removed.